Event description:
It was reported a detachment occurred. An opticross peripheral catheter was selected for ultrasound examination of the target lesion, which was located in the superficial femoral artery (sfa) and was mildly calcified and mildly tortuous. During the procedure after the catheter was inserted, it was noted that the catheter tip was bent. The catheter was withdrawn, however was not intact once it was removed from the patient. There were no patient complications.